Event description:
It was reported through implant patient registry that a patient with a 21mm 8300ab aortic valve implanted for 4 years 10 months underwent redo valve replacement due to unknown reasons. A 25mm 11500a valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Updated sections: b5, b7, d4 expiration date, h4, h6 component codes, device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported through implant patient registry that a patient with a 21mm 8300ab aortic valve, implanted for 4 years 10 months, underwent redo aortic valve replacement (avr) due to severe recurrent aortic stenosis, high gradient, patient/prosthesis mismatch, thickened valve leaflets with decreased mobility, and significant calcifications. A 25mm 11500a valve was implanted in replacement. The patient also underwent a concomitant aortic root enlargement during the procedure. Per medical records, the 21mm 8300ab valve was explanted. The annulus was enlarged using bovine pericardial patch in order to insert the 25mm 11500a valve. Intraoperative echo confirmed the presence of a good functioning valve. The patient tolerated the procedure well and left the operating room in satisfactory condition. Patient was discharged home in stable condition on post-operative day four (4).